Event description:
It was reported that during a laparoscopic bariatric procedure the clip crossed instead of closed and cut the vessel instead of ligating. The patient bled more than otherwise, but there was no emergency and no intervention required. When the device was fired outside of the patient, the clip shot out across the room. Another device was used to complete the procedure. There was no patient injury. The patient was between (B)(6).

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the eight remaining clips were test fired. When the device was triggered, the clips would come out very slowly and would not deploy properly. The first and third clip had proper pinch and alignment, but the second, fifth, sixth, seventh and eighth clip would advance slowly and then shoot out unformed. The fourth clip was malformed in a tear drop shape. After all of the clips were test fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted.